Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the duct and vessel were very large and a clip applicator could not be placed across the structures. The anesthetist suggested a vascular stapler that they use in urology. The device was positioned over the vessel and on squeezing of the trigger, the cartridge protruded out of the distal end of the instrument. They dissected out the structures and sutured them and placed clips across and used a scissor to transect to complete the procedure. The procedure was delayed 20 minutes. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.